Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator replacement, externalized conductors were observed through x-ray on the right ventricular lead. A ventricular fibrillation induction was performed successfully and without incident. No electrical anomalies were detected. The lead remains implanted and was connected to the new device. Patient was in stable condition.